Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states a catheter was placed in the right jugular on (B)(6) 2010. At the third hour treatment the pump alarms with air in the line. The pt is switched to a different dialyzer in an attempt to resolve the alarm. Blood leakage is seen at the arterial catheter wall. The nurse reports that the catheter is damaged. The attending physician ordered restitution of blood by venous segment and total disconnection of the pt. A follow up procedure has been scheduled on (B)(6) 2012 to pull and replace the catheter. The pt did not suffer any complications or adverse events associated with the device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.